Manufacturer narrative:
Investigation summary: catalog: 442021 batch no.: 3145826 customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that after using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positiveof bactec media. The following was reported by the initial reporter: it was reported by the customer that additional false molecular positive (identification of candida tropicalis). Did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): 1 vial flagged positive and was tested with molecular platform 1. What result did the customer obtain from the bd product? Candida tropicalis and additional organism 2. What result was the customer expecting to obtain (if different from the obtained result) just the non-yeast organism 3. Was this a qc, validation, or proficiency test? No 4. Was patient treatment changed as a consequence of the issue with results?no 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No

Event description:
It was reported that after using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) there was a molecular false positiveof bactec media. The following was reported by the initial reporter: it was reported by the customer that additional false molecular positive (identification of candida tropicalis). Did erroneous results occur?: yes. If yes¿detailed erroneous results (include # of errors and type): 1 vial flagged positive and was tested with molecular platform. 1. What result did the customer obtain from the bd product?: candida tropicalis and additional organism. 2. What result was the customer expecting to obtain (if different from the obtained result): just the non-yeast organism. 3. Was this a qc, validation, or proficiency test?: no. 4. Was patient treatment changed as a consequence of the issue with results?: no. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment?: no.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.